Manufacturer narrative:
H3: one used device was received for analysis. Visual inspection identified a cut/tear on the cuff of the set. Unknown solution residuals were observed on the cuff of the set. The customer issue was confirmed. The root cause of the damage is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two cases of cuff air leak occurred consecutively during the operation. There was a possibility of a hole. Although a cuff air check was performed before intubation, the issue occurred in the same lot. (One of the two tubes had been discarded.) The event occurred during the patient use. There was no adverse event.